Event description:
It was reported that compressor did not start. There was no patient involvement. Manufacturer ref.#:(B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was reported not starting. A service engineer confirmed the issue and replaced the fuse and motor capacitor. The compressor was cleared for use, and the service engineer noted that the drainage valve also needed to be replaced. The faulty capacitor and fuse were not sent back for further investigation. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. As no parts were returned, no root cause for the faulty capacitor has been established in this investigation.